Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. For details on the other event, see manufacturers report number 3005099803-2008-1715. It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a replacement procedure (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured after approximately 1 week post-placement. After the exchange, the second low profile gastrostomy device ruptured as well. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Other: device not returned.